Event description:
Philips received a complaint by the customer on the v60 indicating that the holes where the screws are fastened to the cart were broken; and the bottom housing needed to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided parts ID and pricing for the base assembly, central processing unit (cpu) cover tray, bottom foot kit for repair. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it has been confirmed that the device was not secured to the stand because of the broken bolts. Some of the thumb screws were bent. Not all screws were damaged; some were holding strong. Due to the cpu cover tray screw holes broken off, it made the device unstable in the connection to the stand. The stand is fine. The cpu cover tray was replaced as well as some of the feet. Waiting on thumbscrews to finish the repair. The device will be put back into service after the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.